Event description:
Patient reported "right side suspected." Patient later reported right side rupture and nodule. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Patient reported "right side suspected." Patient later reported right side rupture and nodule. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #x2 aware date should have been listed as 29jul2024.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed

Event description:
Patient reported "right side suspected." Patient later reported right side rupture and nodule. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
.Patient reported "right side suspected." Patient later reported right side rupture and nodule. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on august 19, 2024, with lot number 2619951. Based on the product analysis performed, the assessments of the complaints are: rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "right side suspected." Patient later reported right side rupture and nodule. Device has been explanted.